Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was observed at the balloon catheter and the coaxial connection site and not further down the coaxial umbilical cable. The coaxial connection on the console side was checked for blood and it was clear. The coaxial umbilical cable and balloon catheter were replaced which resolved the issues. The case was completed with cryo. The blood bottle and coaxial connecter were checked after the procedure for blood and both were clear with no signs of blood. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files, a photo, and the afapro28 balloon catheter with lot number 03481 were returned and analyzed. The returned image showed traces of blood in a catheter¿s female coaxial connector. The files showed that at least eight applications were performed with the returned balloon catheter on the event date. System notice 50032 (outer vacuum compromised) was triggered during the inflation phase on the application 8. Additional files also showed that the system notice 50006 (the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum) and 50032 (outer vacuum compromised) were triggered on the event date. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 'the safety system detected fluid in the catheter and stopped the injection.' During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach were observed 1.17 inches proximal to the catheter tip. In conclusion, the reported visible blood was confirmed though testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.